Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was 177 mg/dl at the time of the incident. The customer reported that the insulin pump is not turning on. Customer states display is blank currently. The display did not returned even after inserting new battery. The customer did not have a second battery so he will need to get one and try it. If this issue keeps happening he will call back. The insulin pump will not be returned for analysis.